Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert had appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into a known working outlet for at least 30 minutes using original charging supplies, after which pump began charging normally, pump did not shut down or become unable to turn back on, and no further assistance was required.